Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for postlaminectomy pain. It was reported that the ins 'quit working' about 4 or 5 years ago. The patient stated they were now having pain in the cheek of their buttocks around the ins. The patient stated they were calling in asking for device information because the healthcare professional (hcp) wanted it before explant surgery. No further complications were reported.